Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the unipolar pairs are showing green on impedance readings, but in bipolar, 0/2 shows 75 ohms. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v270501, implanted: (B)(6) 2010, explanted: (B)(6) 2018 product type: lead. Product ID: 3387s-40, lot# v270501, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that no devices will be returned, the hospital tossed them.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387s-40 lot# v270501 implanted: (B)(6) 2010 product type lead product ID 3387s-40 lot# v270501 implanted: (B)(6) 2010 product type lead medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was scheduled for a surgery tomorrow morning. They were to run impedances again to see if they could replicate. The patient gets a jolt when interrogating the right side rc/lead. No further complications were reported as a result of this event. Additional information was received from the rep. It was reported the right lead had a short on 0 and 2 electrode only. The caller was intra-operative and the physician was replacing the lead and adding a lead to the other side. The physician cut the right lead and proceeded to place a new lead on the left brain hemisphere. The left lead was measured good but indicated the right lead still had a short. The caller indicated the lead was cut distal to the lead/extension connection. It was reviewed that the short was most likely in the lead/extension connection and when removing the lead from the extension connector should measure open across all contacts. The right gpi had issue short 75 ohms at contact 2. The surgeon replaced both leads because it showed that the previous surgeon had crossed the extensions and inserted into incorrect laterality of ins. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause of the shorts and jolts was unknown. The short incident has resolved but patient continues to have jolts.